Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any damage. Product measurements were found to be to specification. It should be noted, that the connector is pre-assembled and the user has to cut the tube to the appropriate length and then re-connect them securely. The most probably cause of the reported event is that the connector and tube were not re-connected properly by the user. No fault found with the returned product.

Event description:
According to user facility, during suctioning of the in situ tracheal tube, the 15mm connector separated from the tube. No further adverse effects to pt reported.